Event description:
On (B)(6) 2026 the caregiver reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 279 mg/dl following accidental device rewind and temporary disconnection. The user was transported to the hospital by a caregiver where the user was diagnosed with a vascular condition and treated and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The complaint investigation was performed through review of available device information, engineering logs, and information provided by the reporter. Upon evaluation, no device malfunction was identified. The device engineering logs showed no malfunction alerts, no factory reset, and no anomalies, with the most recent sync occurring on (B)(6) 2026. The reported event of accidental rewind was determined to be user error, and it was confirmed that rewinding the device does not result in insulin delivery when the tubing is not filled while connected, consistent with expected device performance. Additionally, although the user was hospitalized, the healthcare provider confirmed that the hospitalization was due to a vascular condition (swollen legs/clogged arteries) and was not related to the user¿s diabetes management or the ilet system. No adverse event attributable to the device was identified. Device data for the event date was not available for review; however, available logs support normal device operation. Based on the available information, the device functioned as intended and the event was attributed to user handling with no device deficiency identified.